Event description:
The heart rate plot, displayed on the programmer during interrogation, showed a rate down to 0 bpm.

Manufacturer narrative:
(B) (4). Conclusion: the reported event resulted from an anomaly in the implant software. It will be corrected in the (B) (4) implant software release which will be automatically downloaded during the next interrogation with smartview release later than (B) (4).